Event description:
Reporting status: death. Reporting rationale: angina and myocardial infarction followed by death. Device issue: no device malfunction has been reported. It was reported via a trial that a pt who had previously had a xience v2.5 x 28 mm and a xience v 2.25 x 12 mm implanted presented to the outpatient department in 2009, with complaints of effort angina for 15 days. An electrocardiogram (ECG) was done at 2.40 pm and showed normal findings. The principal investigator was advised to perform a treadmill test at 3.12 pm, but before the treadmill test could be started, the pt complained of sudden onset of several chest pain and during the pain, the ECG showed st elevation. Medication was given, CPR was started and dc shock 200j-300j was given; however, the pt died. The ECG was suggestive of a myocardial infraction. No additional event or pt information is available.

Manufacturer narrative:
The second xience v 2.25 x 12 mm (lot# 8040161/part# 1009532-12) is being field under the same manufacturer number.